Manufacturer narrative:
Result: cracked side-rail panel cover.

Event description:
It was reported by service report that the pt head right side-rail cover was broken with sharp edges. No pt involvement or adverse consequences were reported.